Event description:
The hosp reported that during the saphenous vein harvesting procedure, the scissors would not open. An add'l 1-2cm incision below the knee was made to remove the remaining portion of the vein. No add'l pt complications were reported.